Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose level subsequently decreased (value was not known). Additionally, , the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer consumed carbohydrates and administered a glucagon injection to address the issue, and went to the emergency room. Customer was treated with carbohydrates and a glucagon injection, and was discharged the following day with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management. Tandem technical support educated the customer on insulin labeling.